Manufacturer narrative:
A review of the complaint history for sn 15480801 was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn 15480801 was performed from the date of manufacture, 07-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawers were failed. A field service engineer (fse) confirmed that customer had a full-height drawer that needed a replacement pyxis module controller (pmc). The pmc was ordered, and the fse replaced both the drawer controller and the module controller on auxiliary drawer 5. The full-height issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary multiple drawers not detected on bus. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.